Event description:
The customer's brother reported via phone call that they were unable to locate the carbohydrate ratio option on the insulin pump. The brother reported the customer was hospitalized for low blood glucose on (B)(6) 2015. Customer's blood glucose was 29 mg/dl at the time of admission. It was also reported the customer was still admitted at the time of the call. The brother reported the customer passed out from their low blood glucose. The brother stated the perceived cause of the customer's low blood glucose was from over calculating their carbohydrates. The customer's blood glucose was 426 mg/dl at the time of the call. Customer was given insulin for their blood glucose. The brother declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.